Event description:
Information was received from a consumer via a manufacturer representative (rep) and healthcare care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller that patient started to feel burning and stabbing at the ipg site (located on the left buttock) about two months ago. Patient was looking for guidance. Patient described feeling the burning and stabbing sensations when sitting or laying on the device. Patient stated their bladder activity is improved with the device on. There were no known factors. Patient did not have any falls or infections. Patient was instructed to turn their therapy off for about a week to see if they experience any changes to the burning sensation at the ipg site. It was recommended patient follow up with their healthcare professional (hcp) to assess the ipg site and to interrogate the device. The physician had been made aware of the patient's complaint. Patient will follow up with their hcp next.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.